Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8300 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech needed help on 8300 unit has error code 500.5040 on unit which is the module software version compatibility failure, will need to reflash software on unit tech also request for part # for door latch for 8100 unit confirm part # with price quote without tax..